Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers 3004608878-2022-00281 and 3004608878-2022-00283: a facility reported that the mayfield ultra base unit (a2101) failed and resulted in an unspecified patient injury. Additional information has been requested.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause includes routine use and wear of the device and improper or suboptimal placement of the mayfield system on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.